Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the distal end of the blue guide wire disconnects when removed from the nasoenteral tube. The metal is exposed, has no support to remove it, so it is necessary to use force to remove the tube. The nurse reported that she pierced the hand two times. The incident didn't cause any harm to the staff. As per the customer, the nurse who reported this event didn't know that they should activate the hydromer before removing the nasoenteral tube. Probably, the nurse didn´t inject water prior to use, and because of that the guide wire did not slide properly.